Event description:
Customer reported zipper damage on the end foot panel - the pull tab is missing. There was no patient incident or injury reported. Evaluation for the returned product shows that the window side right slider body is open.

Manufacturer narrative:
(B)(4). Zipper damage. Evaluation results: evaluation for the returned product shows that the window side right zipper slider body is open. The zipper pull tab is intact. (B)(4).